Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR has been created to document asr / product code oto / exemption # e2014015. Total number of events summarized: 15. Restorelle- 14. Novasilk - 1 - attachment: [oto june july 2017.zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated recurrent symptomatic cystocele necessitating anterior repair with bilateral sacrospinous fixation.